Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on that they experienced a low blood glucose. Blood glucose level at the time of incident was 52 mg/dl. Customer treated with juice and has a blood glucose level of 230 mg/dl during the call. Auto mode feature was not in use at the time of incident but was trying to be set up. Troubleshooting did resolve issue and determined it was a monitor issue. Product will not be returned for analysis .